Event description:
Experienced asthma-like symptoms including difficulty breathing after working in the processing room where the product was used. Nursing student was seen in the emergency room where nursing student was prescribed benadryl and solumedral. The nursing student has not been allowed back into the processing room.